Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia with blood glucose level of 470 mg/dl and the other blood glucose level was 580 mg/dl. It was unknown if the insulin pump was on auto mode. Customer stated that insulin pump had insulin flow blocked alarm. Customer also stated that insulin pump was not dropped and there was no damage to drive support cap. The insulin pump will be returned for analysis.